Manufacturer narrative:
A case of abnormal impedances was reported to abbott. Pt. Has high impedances on both leads which is affecting MRI mode. Both leads migrated. Leads were replaced during procedure and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on the leads. Lead migration was confirmed via x-ray. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.